Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. The analysis indicated that the mechanical operation of the balloon catheter had leaks and/or was incontinent. The mechanical operation of the catheter shaft was kinked/buckled. Blood was observed in the hemostasis valve of the delivery catheter. Blood was observed on the shaft of the delivery catheter. Visual analysis of the balloon indicated damage during use. The analyst noted the balloon catheter was returned with the inflation syringe, the 6227 catheter was not returned. The shaft of the balloon catheter was kink/buckled at 38.2 cm. The balloon was able to be inflated and a loss of inflation of the balloon was noted. The balloon was placed into a water bath to check for balloon leakage leakage from the balloon was verified at 0.8 cm from the distal end of the balloon catheter. There was blood in the shaft of the balloon catheter. There was blood on the inflation valve of the balloon catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the balloon catheter did not appear to hold the air well enough to maintain balloon pressure. The balloon catheter was submerged in a saline solution and a breach in the balloon was observed. The balloon was not used and a replacement balloon was used with no issue. No patient complications have been reported as a result of this event.